Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The tips of the failed fibers were cleaned during the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure, with 16,511 joules used and 3:10 minutes expended, the fiber degraded quickly, activating fiberlife constantly, and the physician was unable to vaporize. The fiber was exchanged, and with 108,006 joules used and 15 minutes expended the second fiber "became end firing". The fiber was exchanged and the third fiber was used to complete the procedure. Patient outcome: procedure completed "without complication". This report is for the second fiber.